Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected fields: d10.

Event description:
N/a.

Manufacturer narrative:
Another contact info: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 had autofill failure during patient use. No harm or injury to the patient was reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h6(type of investigation, investigation findings, investigation conclusions),h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) confirmed the alarms in the alarm log. Upon initial inspection the unit pumps autofills normally. The unit ran on internal mode with a balloon to stress test over a 72hr period and the unit successfully pumped with no alarms or issues. The unit passed all leak tests and the fse confirmed function of all solenoids. The issue was unable to be duplicated and passed all tests and calibrations to manufacturers standards. The unit was returned to the customer.